Event description:
It was reported that the site's (B) (4) handheld would not move past the (B) (4) screen. The manufacturer representative went to the site to troubleshoot the problem. A hard reset was performed, by removing and re-inserting the battery, and the (B) (4) screen appeared. The align screen appeared and the device did not respond to the stylus touch, and would thus not move past this screen. The non-working hand held has been returned to manufacturer where analysis is underway.